Event description:
It was reported that during a craniotomy, the drill heated up. Backup equipment was used to complete the procedure, with no report of a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed that the rotor and bearings were stuck in the motor assembly. If the rotor and bearings are not allowed to rotate freely, heat will be generated due to excessive friction among mating components. The motor assembly, bearings, and rotor assembly were replaced, and the drill was returned to the user facility.